Event description:
A hosp reported that two rt340 adult breathing circuits failed the leak test. This was found prior to pt use. No pt consequence was reported.

Manufacturer narrative:
The returned adult breathing circuits were pressure tested and also submerged in a water bath to test for leaks. Results: excess leakage was confirmed upon submersion of the expiratory limbs of the breathing circuits in the water bath. The first one was found to have a visible hole on the expiratory tube. The other circuit had a stretch or tear mark on the film along the bead of the expiratory tube. We are unable to perform a lot check as no lot info has been provided. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. A hole on one of the expiratory tube is likely to have been caused by blunt object, piercing through the film causing a hole on the limb. The mark on the film of the other expiratory tube is indicative of stretching. As these breathing circuits undergo a leak test during production, it is likely they were damaged during transportation, storage or equipment set-up. Our monitoring and trending of leaking adult evaqua breathing circuit has a rate in the last yr.